Manufacturer narrative:
(B) (4) the product contains adequate labeling for proper personal protective equipment for potential exposure to hazards, and recommends the operator to wear powder-free gloves, labcoat and safety glasses when maintaining or repairing the instrument. A non-statistical trend (nst) review was performed using complaint documentation and no nst was identified. As part of the investigation, the customer was referred to the product labeling regarding prevention of exposure to chemicals used in the operation and maintenance of the cell-dyn 3500 system by using appropriate personal protective equipment. Based on the investigation, no product issue was identified for the cell-dyn 3500 related to the reported issue.

Event description:
The customer reported that the night shift operator got a drop of enzymatic cleaner on her eyelid when performing maintenance on a cell-dyn 3500 cs analyzer. The operator was opening a bottle of enzymatic cleaner concentrate when a small droplet splashed onto her eyelid. She rinsed her eyelid off, but in the afternoon noticed that her eyelid had swollen. The material data safety sheet (msds) sheet for enzymatic cleaner was faxed to the customer and brought to the emergency ward to help the operator get proper treatment. The operator was seen by an emergency room physician that prescribed a cream (name not provided) for treatment of the injury to her eyelid. There was no report of impairment of vision related to this event. The operator was not wearing protective eyewear at the time of the event.